Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient had rashes on the area of the device. The rash was noted when the patient was getting more active and it could be that the device had moved from its original place where it was implanted. The patient went to a family doctor and was referred to a dermatologist. Per dermatologist, the rashes could be due to the sun but, patient advocate claimed that the patient's chest area was not exposed to sun. Patient services (ps) advised the advocate that the device physician should be informed about the issue, because the rashes was still present. Additional information received which indicate that the device was explanted due to infection. No adverse patient effects were reported.